Manufacturer narrative:
Patient information was unavailable from the site. A manufacturer representative went to the site to test the navigation system and could not confirm the reported issue. The issue was unable to be replicated. A system checkout was performed and the system is working as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a functional endoscopic sinus surgery (fess). It was reported that the system showed "localizer faulted" on their emitter, and would not track anything. The site disconnected and reconnected the emitter and the issue resolved. There was less than an hour delay in the procedure. No impact on patient outcome.

Manufacturer narrative:
The software investigation determined that the behavior described is the intended behavior of the software. The software is functioning as designed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a functional endoscopic sinus surgery (fess). It was reported that the system showed "localizer faulted" on their emitter, and would not track anything. The site disconnected and reconnected the emitter and the issue resolved. There was less than an hour delay in the procedure. No impact on patient outcome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The engineers updated and said that the logs indicate that the em system restarted due to consecutive operating faults. The scenario is hardware component specific. The navigation system software was designed to reset the hardware when this occurs. In the reported issue, the user did not wait long enough for the system to restart. The issue resolved by disconnecting and reconnecting the hardware. The software is functioning as designed.